Manufacturer narrative:
H4: the lot was manufactured from june 25, 2019 - june 27, 2019. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye and found the bladder has been ruptured. The ruptured bladder was microscopically examined and there were no signs of abnormality that may have potentially caused the rupture problem. The reported condition was verified. The cause of the condition is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured during use at the patient¿s home. The patient received a replacement to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.